Event description:
It was reported that this pacemaker system exhibited loss of capture on the right ventricular (rv) lead. An x-ray was performed, however, the results were inconclusive. The rv lead was explanted and replaced. The pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture.

Event description:
Filing a supplemental report as additional information was received from lead evaluation.